Event description:
On (B)(6) 2015, the reporter (patient¿s husband) contacted lifescan (lfs) alleging that the lay user/patient¿s onetouch ultralink meter was reading inaccurately high compared to another device. The complaint was classified based on additional information obtained when medical surveillance followed up with the reporter to obtain additional information. The reporter was unable to specify exactly when the alleged meter issue began, but stated is was ¿sometime last weekend¿, when a blood glucose reading of ¿529mg/dl¿ was obtained using the rehabilitation hospital meter. The reporter was unable to state if a reading was also obtained using the subject device at the same time. The reporter stated that the patient manages her diabetes using insulin and her blood glucose has been ¿crazy¿ since she underwent an operation and she is currently in a rehabilitation hospital. The reporter stated that the patient experienced symptoms of ¿feeling terrible, hot, clammy and weak¿. The patient was treated at the rehabilitation hospital with a ¿shot of insulin¿ (brand and dose unknown) in response to the reported issue. At the time of troubleshooting the csr noted that the test strips were not expired. The csr walked the patient through a control solution test and the result failed i.e. Was not within the specified range. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. Although the patient did develop symptoms suggestive of hyperglycemia, the symptoms correlate with the elevated readings obtained from the hospital device, the allegation and also with the hcp treatment received. However, this complaint is being reported as a malfunction because the control solution test failed and the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.